Event description:
No info was provided with the returned device. Further info was sought from the customer; however, the customer was unable to provide any detail as to the nature of the complaint, as the device was returned to the complaints department by an engineer. It has not been confirmed that this is a field experience incident. Upon inspection of the returned device, it was observed that the wire exhibited a fractured tip.

Manufacturer narrative:
It is difficult if not impossible to ascertain the clinical conditions at the time of fracture due to the limited info available from the user. However, based on our visual inspection of the returned device, it appears that the device was manipulated in a manner that is beyond the design capabilities of the device and that this led to the fracture.